Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported field allegation.

Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient was hospitalized and the lead was explanted as a result. The ra lead was removed and replaced. The lead was returned to boston scientific, laboratory analysis was unable to confirm the reported field allegation. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned. Analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient was hospitalized and the lead was explanted as a result. The ra lead was removed and replaced. No additional adverse patient effects were reported.